Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high increasing thresholds. The physician suspects the lead may have migrated or micro perforation. The lead was extracted and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.